Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/05/2013: cracked battery compartment, damaged battery cap and dim, faded, discolored display.

Manufacturer narrative:
Device evaluation: on examination, the pump case was noted to be cracked at the top of the battery compartment. There was corrosion visible in the battery compartment and on the battery cap. A leak test revealed a leak at the cracked battery compartment. The pump was opened for investigation and revealed no evidence of moisture ingress inside the pump. The display screen was noted to be dim, faded and discolored.